Event description:
We intubated a newborn using a 3.0 endotracheal (ett), malinckrodt, styleted with a 6 french rusch flexi slip stylet. Product ref: (B)(4); lot: 10kg30, distributor (B)(4). While one was holding the ett, we removed the stylet. It was a little difficult to remove it but we were able to do so. Looking at the stylet after I pulled it seemed intact. The tube placement was confirmed. When we taped the tube, we noticed a piece of plastic in the lumen of the ett. We removed the ett and mask ventilated the newborn without difficulties. Upon closer look, the distal piece of the plastic covering of the stylet had sheared off. We reintubated the newborn without difficulties, not using a stylet. The pt was stable with normal vital signs throughout. After we had secured the second tube we examined the stylet and saw that the plastic sheet had retracted exposing the metal inner rod. I tried to reproduced the shearing off of a piece of the plastic covering, by styleting a 3.0 tube and using a new stylet and was able to do so repeatedly. In discussing the event with colleagues some pointed out that they routinely lubricated the stylet prior to usage, others never have because of concerns about residual lubricant in the endotracheal tube. On the package of the stylet there is no indication of the possibility of shearing the plastic covering. This stylet is recommended for endotracheal tube sizes of 2.0 - 3.5. I have reported this device problem to the distributor, which is asking me to send them the stylet we used. The stylets is frequently used for intubations using endotracheal tubes size 2.0 - 3.5. I have personally used them regularly when indicated without any previous problems. (B)(4) distributor.